Manufacturer narrative:
The technician found a broken swing arm weldment on the side rail. The technician replaced the side rail and the side rail slide bracket to resolve the issue.

Event description:
The account alleged the side rail is not raising to the latch position. No patient impact.